Event description:
This pt has a history of ongoing health problems. After about 16 yrs of successful cochlear implant use, they began to experience a decrease in their ability to hear with this device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Despite several reprogramming attempts, there was no improvement in the pt's sound quality. The pt has decided not to have the device explanted at this time due to their health problems.